Event description:
A report was received regarding needlestick injury that occurred at the user facility. At the conclusion of an infusion the nurse activated the safety feature of the device. The device was not captured and the nurse was stuck by the exposed needle. The clinician is believed to be receiving medical treatment consistent with blood exposure.

Manufacturer narrative:
Device has been returned for evaluation but the evaluation is not complete at this time. When the evaluation is complete, the manufacturer will file a follow-up report detailing the results of the evaluation.